Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose level up to hi (>600 mg/dl); delivered boluses manually without success. Caller reported being admitted to the hospital and treated with IV insulin for the first day and then given insulin injections on the 2nd day for boluses; continued to sear pump for basal insulin. Caller alleged meter and pump not communicating and confirming the bolus on the meter, but it not going through to the pump. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.